Event description:
Device malfunction: none. Symptoms/ae: hypotensive, bradycardia, thrombus/friable atheroma, leg weakness and inability to walk. Time of symptoms/ae: during the procedure in 2006, and post-procedure. It was reported that during a stenting procedure of the ric on the same day, a thrombus/friable atheroma was noted on the post-stent angiogram. This angiogram revealed a mobile filling defect. A second stent was used to trap the filling defect (thrombus/atheroma) against the arterial wall. Repeat angio showed very little filling defect, not mobile. It was also noted that during the procedure, the pt became hypotensive and vasopressors were started. By the following morning the vasopressors were weaned off, vital signs were stable, and the condition resolved. Also, during the procedure the patient became bradycardiac and neo-synephrine was given. The patient's heart rate returned to normal and the condition resolved. The next day, the pt experienced leg weakness and inability to walk. The CT scan showed old, right frontal infaract, no acute hemorrhage. Neurological evaluation indicated these symptoms were probably due to exacerbation of peri-infarct of old stroke. Gait impairment was possible due to de-conditioning. The pt rapidly improved with physician therapy and now ambulates freely. This event resulted in prolonged hospitalization. The pt was discharged to a rehab or skilled nursing facility as a new admission. No add'l info available.

Manufacturer narrative:
The second rx acculink carotid stent system, part #1011339-20, lot # unk is indicated and is being filed under the same manufacturer report number.